Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead 2013 (B)(6).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had high capture thresholds. An x-ray showed no gross dislodgement or migration although the implanting physician observed that there was significantly less slack in the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.